Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2024, it was reported that upon removal of the sensor, the patient alleged the sensor wire broke from the sensor pod and remained in the skin. At 3:30 pm, the patient went to the emergency room (ER) and had an ultrasound which showed no evidence the wire was retained under the skin. The patient was then referred to a surgeon who performed minor surgery and was able to locate the sensor wire and successfully remove it from the skin. The patient was discharged home on the same day and was doing well. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.